Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell, missing shell and wear abrasion leak test and microscopic analysis was performed which identified: striated broken on radius, non-penetrating nicks, creases fold, observed void >1 mm in non-textured, valve-to shell-bond area and observed void on valve side within specification per qa199.06 (texture side) is not considered a workmanship the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on radius due to surgical damage consist in the use of some surgical tool, and a missing shell due to inconclusive. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.